Event description:
It was reported the customer received a button error alarm. Customer also stated their up button was not functional. The customer's blood glucose was over 200 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted during testing. However, the insulin pump had intermittent button response due to flattened dome switch. The following cosmetic damage was noted: minor scratches on the lcd window, scratches on the case, cracked reservoir tube lip, and scratches on the reservoir tube window.